Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use and the issue occurred during a planned cardiac treatment. The philips field service engineer (fse) inspected the system onsite and confirmed that the system displayed image disk full error message. Review of the log file confirmed image disk full user message. The fse recreated the image disk and tested the system on different frame applications and frame rates to resolve the issue. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the device gave an error stating that the image disk was full, preventing the user from acquiring images. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.